Manufacturer narrative:
Received 1 opened silicone catheter only. The reported event was confirmed; however, the cause was unknown. During visual evaluation of the sample received no defects were found. Balloon burst/ damaged was not observed. Per functional evaluation, water was injected into the inflation lumen, and leakage was noted by the damage on the inflation arm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use"

Event description:
It was reported that during the pretest, water leaked from the device as a result of balloon damage.